Event description:
It was reported the patient presented with the insertable cardiac monitor (icm) eroded out of the pocket. The icm was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The reported event of erosion was not confirmed. The insertable cardiac monitor (icm) was returned for analysis. Device image analysis was normal with no anomalies found.